Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and charging cable. There was no adverse impact to the customer¿s blood glucose level. Charging supplies were sent to the customer.